Event description:
A customer reported on (B)(6) 2009 they were getting an unspecified error message on their freestyle lite meter and as a result of being unable to test, they were unable to self-medicate accordingly and experienced a hyperglycemic episode. The customer reportedly was seen by a doctor and given metformin. No diabetes-related diagnosis was reported. The customer also stated they ate food in attempt to counteract the event. In addition, the customer was diagnosed with hypertension. There was no report of death or permanent impairment associated with this medical event.

Event description:
In 2008, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the event. Per the nurse the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. During a troubleshooting with adc customer service, it was identified the customer was not using proper technique.